Event description:
It was reported the customer fell and the touch screen became cracked. Reportedly, the car door was closed on the pump. Customer had elevated blood glucose level.

Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.